Event description:
A non healthcare professional reported that before surgery, they noticed a broken optic. They discarded the lens and implanted another lens on the same day. No patient contact with the tip. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).